Manufacturer narrative:
Investigation summary: customer returned (4) loose 3/10cc, 6mm syringes. Customer states that there is excessive silicone adhesive on the needle surface causing injection pain. All returned syringes were examined and all exhibited hard, clear material on the surface of the cannula shaft. A small portion of this material was removed from the cannula and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely epoxy/adhesive. See attached photo and spectra. This condition could cause pain during an injection. CAPA (B)(4) was initiated by the holdrege plant to address adhesive runover. Samples were forwarded to manufacturing (holdrege) on 14sep2018 for further review. On 17sep2018, holdrege received four (4) loose 0.3ml syringe from an unreported batch number. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation at bd franklin lakes were noted. Per ftir analysis, the material appears to be likely adhesive, a common material used in affixing of the cannula within the syringe barrel. Occasionally, adhesive can be found on the o-ring, which functions to exercise the cannula within the syringe barrel tip, for a more even distribution of the adhesive prior to curing. When this type of event occurs, adhesive on the o-ring can be transferred to the cannula during the exercising process. Probable root cause is adhesive on the o-ring during manufacturing of this batch being transferred onto the cannula. Unable to perform DHR check for foreign matter on needle and needle pain due to unknown lot number. Severity: s_2__; occurrence: unable to perform complaint lot history check for foreign matter on needle and needle pain due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter described as "excessive silicon adhesive" on the needle surface. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter described as "excessive silicon adhesive" on the needle surface. No serious injury or medical intervention was reported.